Event description:
It was reported that during the meniscus suture surgery, t1 and t2 both were stripped off successfully, but when prepared to knot, found the suture entwined together, cannot push the knot. All t's were removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No suture or ts were returned prohibiting confirmation of the reported complaint of suture not cinching.this investigation could not draw any conclusions about the reported event.